Event description:
The reporter indicated that the patient presented in atrial fibrillation and is pacer dependant. Magnet is bol (beginning of life) with noncapture. Bipolar telemetry indicates a ventricular lead impedance of high and then 1459 ohms. Atrial lead impedance is 658 ohms bipolar. Unipolar ventricular lead impedance is 383 ohms. Iegms are "clean" and indicate vp(ventricular pacing) in unipolar. Iegms are "noisy" and are annotated "n" in bipolar. A chest xray will be obtained and reviewed for further action.